Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Preterm infants are at high risk of both hyperglycaemia and hypoglycaemia, related to deficits of insulin production and glycogen stores, with additive effects of parenteral nutrition, inotropic infusions and sepsis-related insulin resistance, resulting in extremely variable insulin sensitivity. Hyperglycaemia is observed in 80% of extremely preterm infants, and glucose variability is associated with increased mortality and morbidity. Moreover, at a practical level glucose control is difficult to achieve in an extremely preterm infant; often requiring multiple changes of intravenous infusions, insulin dosing, requiring extra attention of staff and therefore increased cost. Babies are therefore often managed with a reduction in parenteral nutrition, and potentially inadequate nutritional support, when parenteral nutrition does not contribute as we might want to believe to hyperglycaemia and at a critical time of growth and development. The present study hypothesized that closed-loop insulin delivery, based on subcutaneous cgm could be more effective in targeting glucose control in extremely preterm infants, compared with cgm with insulin therapy guided by a paper algorithm. For the study, babies were recruited from the neonatal intensive care unit at the (B)(6)hospital nhs trust. The study applied a randomised, open-label, parallel design, with babies randomised to cgm alone supported by a paper algorithm or to cgm with an additional intervention period of closed-loop cgm. Eligibility criteria included birth weight <1200 g and age <48 hours. Babies were excluded if they had a major congenital malformation, an underlying metabolic disorder or the mother¿s pregnancy had been complicated by diabetes. Criteria were chosen based on previous data that identified these infants as at most risk from glucose dysregulation, while avoiding potential bias. All babies had real-time (cgm) inserted which remained in situ for up to 7 days. For a prespecified period of 24 hours, between 48 and 72 hours postbirth, a closed-loop system controlled glucose in babies during the closed-loop intervention, whereas babies in the control group continued to use cgm alongside the paper guideline. Randomisation applied the minimisation methods using the minim randomisation software with stratification according to gestational age and birth weight. Bg monitoring was undertaken on the point-of-care bg metre <name omitted> metre. <name omitted> insulin in concentration of 25 u/kg in 50 ml of 0.9% saline was used in both treatment groups. For cgm, an enlite sensor (medtronic, watford, UK) was inserted by hand into the lateral thigh of each baby, and linked to the paradigm veo (medtronic) for display of the sensor glucose (sg) concentration. Outside the intervention period (48¿72 hours), cgm data were used in combination with the paper algorithm, by the clinical team to guide glucose control in all babies. Nurses calibrated the cgm at least once every 12 hours with a bg measurement taken on the point-of-care bg metre. The closed-loop system comprised (I) enlite sensor, (ii) a laptop computer running a model predictive control algorithm and (iii) two <name omitted> syringe pumps. For the remaining study, there was minimal loss of data: one baby in the ¿control¿ group was transferred out of the unit on study day 5, and one baby in the closed-loop arm died on study day 6, so no further data could be collected. Therefore, the mean (sd) length of glucose data collected in each study arm were 137 (16.4) hours and 136 (8.7) hours for cgm and cgm plus closed loop, respectively. In the post intervention period, after 72 hours, there was a trend of increased time in both glucose target ranges (4.0¿8.0 and 2.6¿10.0 mmol/l) in the closed-loop group compared with the control group (table 3), but these differences did not reach statistical significance. There were no reported concerns about the sensor site in terms of inflammation or infection either during the study or after removal. In the closed-loop study group, there were two babies who had documented episodes of hypoglycaemia with bg <2.6 mmol/l. One episode occurred when checking the baseline bg prior to the onset of closed loop, at this time maintenance fluids were being changed, but no insulin was being infused. The second episode was on day 6, again associated with a change of maintenance fluids. There were a further two babies who had periods (after the 72 hours closed loop) when sg fell to below 2.6 mmol/l but the bg at this time was documented above 2.6 mmol/l.